Manufacturer narrative:
The thermowrap involved in the incident was discarded by the distributor due to covid-19 concerns and was therefore not available for investigation. Without the ability to investigate the wrap, a root cause of the reported leak cannot be established. A review of past complaints indicates that there has only been one other complaint related to this lot number. The manufacturing and leak testing history records for this lot number were reviewed and no deviations or anomalies were identified. All thermowraps are 100% leak tested by the manufacturer prior to release for shipment. No patient injury was reported. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's distributor received a report from the user facility that a thermowrap started leaking while in use.